Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3005920706-2022-00005. A physician reported that scalp wounds managed with micromatrix powder and/or cytal wound matrix devices had excessive foul smelling drainage, and had developed staphylococcus aureus.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The cytal wound matrix was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.